Event description:
It was reported that the patient's pump had less volume than expected, although the discrepancy was less than 25%. The estimated reservoir volume was 3 ml and the actual reservoir volume was 0 ml. Following the refill session, the patient became unresponsive. The patient was admitted to the hospital. The hcp had stopped the pump for several days and was currently performing a bridge bolus upon restarting the pump. The drug in the pump was baclofen with the previous concentration of 2000 mcg and current concentration of 500 mcg. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.